Event description:
It was reported to manufacturer, by facility, per facility last sunday, they were transferring a sister using a hoyer presence lift when the sling ripped; the straps broke and dropped the resident. She fell to the floor striking her head. Was transferred to hospital where she expired. Per facility, the local police department has the equipment. Facility purchasing director did ID the sling being used as a red, canvas, older sling. Manufacturer ID the sling as one of the older partner slings which were discontinued ten plus years ago. Manufacturer suggested and then replaced all their older slings and did a concession for the appropriate sling to be used with the lifts they now have in the facility.

Manufacturer narrative:
The sling in question was over 10 years old; discontinued time frame of 1998/1999. Sling in question was being used on a lifter not designed for its use i.e., misapplication of component.